Manufacturer narrative:
In response to FDA report number: mw5098685. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ""leaking, pain," and "capsular contractions," baker grade unknown".

Event description:
Patient reported left side "leaking, pain," and "capsular contractions," baker grade unknown. Patient additionally reported "malaise, breast implant illness," and "ana test positive for autoimmune disorder;" these events are not related to the device. Device has been explanted.